Manufacturer narrative:
Device not accessible for testing.

Event description:
The customer has reported they hit their shin every time they try to engage/disengage the steer/brake pedal on a prime stretcher. Attempts were made to ascertain a specific model or serial number but the customer was unable to provide this information.